Event description:
The customer reported the 9800 system would not boot up. There was also a cut in the hight voltage cable assembly. No patient injury.

Manufacturer narrative:
The service rep replaced the hard drive assembly and high voltage cable. The system operates as intended.